Manufacturer narrative:
Pending evaluation.

Event description:
During a reverse shoulder arthroplasty the coracoid bone was fractured by the physician assistant hitting the instrumentation. Pending evaluation.

Event description:
It was reported that during a gps reverse shoulder arthroplasty, the coracoid fractured. The surgeon's pa (physician's assistant) accidentally hit the coracoid block which was mounted to the patient's coracoid bone and caused a fracture to the patient's coracoid bone. The surgeon proceeded with traditional instrumentation and the event did not impact the patient. The patient's outcome was stable and satisfactory upon leaving surgery.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Device not returned. This device is used for treatment not diagnosis. Is this a single-use device that was reprocessed and reused on a patient - this device is a reusable instrument. It is not a single use device that was reprocessed.